Event description:
The facility reported a colleague infusion pump with a failure code of 809:00. The event was reported to have occurred during biomed servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter's review of the device event history, it was discovered that failure code 809:00 occurred during infusion which caused an interruption during delivery. There is no further complaint information available.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that failure code 809:00 occurred once on (B)(6) 2010.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon indicated a dislike with the retractor protector for the device because there is an increased drag force. The surgeon refuses to use the retractor protector. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4).the reported condition was confirmed, but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. Based on review of the event history, failure code 809:00 occurred on (B)(6) 2010 as opposed to the reported occurrence date of (B)(6) 2010.a follow-up medwatch report will be submitted if additional information becomes available.